Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, blood tests showed no inflammatory reaction and the physician noted that compression necrosis appeared to be a result of aging. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This ra lead was explanted.